Event description:
On 07 oct 2009, the sales representative reported that during surgery the surgeon was using the instruments and prongs broke. No injury to patient. Additional information received on 20 oct 2009 via telephone, the sales representative reported that during a revision surgery to remove hardware and instrument adjacent levels, the screws were embedded and difficult to remove. The original surgery was approximately 10 years ago. The surgeon first attempted to remove the hardware with the universal driver 2155-1 and the prongs were bent. The sales representative is unsure if the prongs of that driver had bent in surgery or if they were already bent. The surgeon then used the 2153-7 driver when the prongs broke within the screwhead. There were no pieces of the tip left in the patient they were tightly within the screwhead. This also happened with the second 2153-7 driver. Since the tips broke toward the end of surgery and the surgeon was able to finish the case using the drivers, there was no surgical delay. This malfunction resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. A review of the device history record indicates the part met specifications. Visual examination of the returned instrument indicates the prong tips are broken. The report indicates the implanted construct was embedded and difficult to remove. The root cause for the driver tips to break is determined to be off label use to remove hardware. Review of the incompass surgical technique warns against use of the 2153-x screwdrivers for hardware removal.